Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unk lot. Unknown, tibial component, unk lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, they had a right knee revision approximately 13 years and 3 months post-implantation due to pain. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.